Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.